Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the cause for the pump memory error was determined. The communicator was removed too early during the reprogram process.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding an implanted infusion pump for non-malignant pain. The pump was used to deliver fentanyl, bupivacaine, and hydromorphone. Dose and concentration information was unknown. It was reported that the patient went in for a refill and service codes 224 and 259 appeared on the tablet after they initially interrogated and had pulled the communicator away from the pump. Per the reporter, no one had programmed a temporary stop. The hcp then grabbed a different tablet, reinterrogated, and updated the pump successfully. The hcp's reports just showed the "current infusion mode, correct dose, etc.". Technical services had the hcp check the logs and neither the 224 or the 259 service codes appeared, however you could see the "pump programming steps, bolus accepted, bolus rejected, etc.". It was confirmed that both tablets had updated software version 2.0. Technical services instructed the hcp to call back if the issues persisted.